Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d1, d4 (model number, serial number, UDI number), d6a, g4 (PMA/510k), h6 (component code, health effect - clinical code, device codes).

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to degeneration and severe stenosis. The tmvr procedure was successfully performed with a 29mm 9755rsl valve. As reported by the field clinical specialist, the patient presented in the ER in heart failure and cardiogenic shock. He was hemodynamically unstable and was intubated, IV drips, and impella was placed. The patient underwent a redo mvr viv the following day and tolerated the procedure well. On pod #2, the patient expired due to akinetic rv, multiorgan failure, and cardiogenic shock.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a 29mm 9755rsl transcatheter valve successfully. No other details were provided.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, eleven months due to degeneration and severe stenosis. The patient presented with cardiogenic shock. Emergent impella was placement and tmvr procedure was performed with a 29mm 9755rsl valve. The patient expired on pod #2 due to cardiogenic shock and multiorgan failure. Per medical records, the patient presented in the ER with worsening shortness of breath and hypotension after being discharged from another hospital with plans for outpatient follow up for severe phtn and mvr for severe stenosis. He went into cardiogenic shock and decompensated. The patient was taken to the cath lab emergently for placement of impella device and then valve-in-valve procedure. Post-operatively the patient deteriorated significantly went into multi organ failure and expired on pod #2.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (expiration date), h4, h6 (type of investigation).

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely impacted by patient factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.